Event description:
During the evaluation of a returned transfer set, the occluder feet were found to be broken. No patient injury or medical intervention was reported.

Manufacturer narrative:
Results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line.